Event description:
It was reported that during the endoscopic decompression procedure, the tip of the probe broke off after being inserted into the patient. The broken piece was retrieved from the patient with the aid of x-ray guidance. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.